Manufacturer narrative:
B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient tried to charge their implant last night because they were in pain and were unable to. They reported a poor communication screen on the patient programmer and the ins was not able to communicate with another external device. The patient stated their reason for not charging was a medical issue and they fell in (B)(6). A couple days after the fall, the patient started feeling a burning sensation in their back so they were afraid to use the device. The patient stated their last charging session was more than one to three months ago. No further complications were reported as a result of this event.